Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that several days prior to the call, he had a blood glucose level of 36 mg/dl, which he lowered his basal rates for. The customer also reported having a blood glucose level of 308 mg/dl recently. Caller stated that his blood glucose level doesn't come down after treating at times due to scar tissue. Blood glucose level at the time of the call was not provided. The insulin pump was not replaced or returned for analysis.